Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the event "monitor is getting off automatically" was confirmed. Additionally, the reportable malfunction of "no image" was found. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reportable malfunctions occured due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The olympus field service engineer ( fse) reported, that the power of the lcd monitor was automatically getting turned off. There were no reports of patient harm.